Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was 474 mg/dl. Customer stated that her insulin pump is cracked, her infusion set cannula was bent and the insulin pump did not alarm. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer's parent reported that the customer was not hospitalized due to high blood glucose, but due to other issues. The customer's parent also reported the customer had been in the hospital for two weeks at the time of the report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.